Event description:
Can you confirm twos on episode 12? Provided caller, the episode in question does appear to be twos post vs from the easy egm alone. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).